Event description:
It was reported the patient presented to emergency room after experiencing extra cardiac stimulation. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture. It was further noted from computed tomography (CT) scan that the rv lead was dislodged. The lead was successfully repositioned on (B)(6)2023. There were no patient consequences.